Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explant procedure. Blood penetrated the lead. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, all measured values were within specification. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited high, out-of-range pacing impedances of 2450 ohms. A lead revision procedure was performed and it was confirmed by imaging that the helix was not deployed. This lead was successfully explanted and a new rv lead was implanted. There were no additional adverse patient effects reported.